Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus meter was tested with the in-house contour plus test strips from lot #1aqhh08a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 97 mg/dl at 7:40 a.m. And 22 mg/dl at 7:41 a.m. With the contour plus meter. The customer was experiencing symptoms of hypoglycemia which she described as shivering, sweating and weakness. The customer ate her breakfast (eggs, coffee without sugar, papaya, apple, and orange juice) after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.